Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump. The caller was advised to contact technical support again if the malfunction code appears in the future.